Event description:
(B)(4) - the dealer reported that the 3gtq3-cg power wheelchair tilt was functioning intermittently, as it would return to straight position without command. There was no injury reported.